Event description:
It was reported that a patient will be having a revision surgery on (B)(6)2019 to downsize an artificial urinary sphincter(aus) cuff. A patient condition was not reported. Additional information received that a revision surgery occurred on 24jun2019. The physician revised the cuff to a 4.0cm from a 5.0cm cuff. There was no infection, pain or malfunction of the device it simply needed to be downsized.